Event description:
It was reported that following a tracheal stent treatment procedure, stent coating flaking occurred. A 2.5cm ultraflex tracheobronchial stent was implanted to treat an unspecified stricture. There were no pt complications reported. At an unspecified time post implant, the pt reported "discomfort". At 13 days following implant, the pt was re-scoped. The physician noticed that the inner covering of the stent had "disintegrated", resulting in the formation of "flakes" that had obstructed the stent. The physician was able to remove as many of the flakes as possible through unspecified means. The stent remained implanted. There were no add'l complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.